Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Director of nursing reports a split pump segment with a reported blood loss of > 100cc. The suspect line has been discarded (pt has a history of hepatitis b). 11/24-spoke with director of nursing who reports that the leak occurred within the first half hour of the treatment. The healthcare professional noted air in the system and disconnected the pt in order to recirculate the system and remove the air. The lead was noted at this, the director of nursing reports that the segment appeared worn although it was a first use for this line. The reported blood loss of > 100cc was due to the leak and loss of blood in the arterial blood line. The line was changed and the treatment was completed without further incident. The patient remained stable and did not require any medical intervention. The line was discarded on the day of the event. No lab work drawn as pt's hgb prior to event was in the 12 range. A medwatch form has been filed based on blood loss. A response letter has been sent to the facility.